Event description:
It was reported that a pericardial effusion occurred. A watchman access system (was) single curve was positioned and a 24 mm watchman laa closure device & delivery system (wds) was selected for use during a left atrial appendage (laa) closure procedure. After the device was deployed, hemodynamics dropped and a pericardial effusion was discovered via transesophageal echocardiogram. It was noted the wds was advanced forward during deployment. The closure device was implanted and a pericardiocentesis was performed. No other complications were reported and the patient is doing well.